Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the issue was resolved after explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted on (B)(6) 2016. Following the implant, the patient developed a wound infection that could not heal; the implantable neurostimulator (ins) was noted. The patient also did not experience a greater than 50% reduction in symptoms. The device was explanted around (B)(6) 2016. It was also stated that the cause and what troubleshooting was performed related to the event was unknown. No further complications were reported/anticipated.